Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: webster 4 pole catheter (model# f5qa005rt, lot#30060575m). Abbott brk xs series 71 cm transseptal needle (model# unknown, lot# unknown). Abbott swartz braided transseptal guiding introducer (model# unknown, lot# unknown). St. Jude medical agilis abbott 8.5f sheath (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia for ventricular extrasystole with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient became bradycardic. Cardiac tamponade was confirmed by ultrasound. The smarttouch bidirectional catheter was inside the patient¿s body when the adverse event occurred. Pericardiocentesis was performed and an unknown amount of fluid was removed from the pericardium. After the puncture of the heart, the patient stabilized quickly and could be treated further and was successfully ablated. There¿s no information regarding extended hospitalization and patient¿s outcome. Physician assumed that the adverse event occurred as a result of the procedure and maybe because it was his first time using the catheter. There were no issues, errors or malfunctions observed on any bwi product during the procedure. Transseptal puncture was performed with an abbott brk xs series 71 cm transseptal needle, an abbott swartz braided transseptal guiding introducer, and a st. Jude medical agilis abott 8.5f sheath. The generator was not in use when the issue occurred. The exact time of injury is unknown. However, it is known that it occurred before radiofrequency delivery. The catheter irrigation was set in low flow of 2 ml/min, 17 ml/min under 30 watts, and 30 ml/min above 30 watts. The patient received an unspecified anticoagulant during the procedure with an activated clotting time (act) of 250-300 seconds. Shaft proximity interference value is unknown. The smart touch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit piu.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia for ventricular extra systole with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The bwi failure analysis lab received the device for evaluation on 8/27/2018. The investigational analysis has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the device history record review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. In addition, physician assumed that the adverse event occurred as a result of the procedure and maybe because it was his first time using the catheter. There were no issues, errors or malfunctions observed on the reported catheter. The instructions for use IFU state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture ref no: (B)(4).